Event description:
Information was received from a patient's (pt) representative (rep) regarding an external device. The recharger is not charging on the dock. The 3 green lights keep cycling over and over. The pt lost their recharging dock for a few days and when they found it and put it back on the dock they saw the scrolling battery lights. Emailed replacement request to repair.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3. Analysis of wr9200 ( serial no # (B)(6)) revealed " led's scroll continuously and device is unresponsive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.